Event description:
A user facility reported that an electromechanical ambulatory infusion pump did not infuse. The malfunction was observed shortly after set-up, while attached to the patient. There was no injury associated with this event.